Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling system for the reported lot was performed and revealed no other incidents/complaints. Based on the evaluation of the reported information, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The ht command 18 guidewire (gw) was advanced with a non-abbott support catheter; however, when removing the gw resistance was noted with the support catheter and the gw and support catheter had to be removed as a single unit. After removal, outside the patient anatomy the polymer coating became separated on part of the gw once the devices were able to be removed from each other. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another ht command 18 gw was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.